Manufacturer narrative:
Catalogue # - a partial product code of 35700 was provided. PMA/510k # or bla # is unknown without product code and serial number. The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had issues which need urgent support and that these issues are serious and widespread. This occurred during an unspecified process step. There was no known patient injury or medical intervention associated with this event. No additional information is available.